Event description:
It was reported by the customer that when the 2-site catheter was removed, one catheter was shorter than the other, the catheter broke off inside the pt. There was no resistance felt during the removal of either catheter. No other info was available from the customer regarding this event.

Manufacturer narrative:
As of 08/21/2009, the catheter has not been returned for eval. No conclusion can be drawn.